Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported stating that she was informed by the customer, that during a breast biopsy, after deploying the marker into the site and taking post stereo images, when the tech returned back to the patient, they noticed blood gushing out from the back of the marker onto the table. There was no patient consequence reported. No device being returned for analysis.